Event description:
It was reported that the screwdriver tip broke off into the head of the screw during a tlif in the l5 to s1 region. The tip remained implanted in the head of the scew, and the physician remarked that the patient had highly sclerotic bone. There was no delay in the procedure or adverse patient consequences.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned expedium quick connect si polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided for evaluation as it remained implanted. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve review of the complaint trend analysis for the expedium quick connect si poly screwdriver found no emerging trends. Although no definitive conclusions can be made, results of a scanning electron microscopy (sem) analysis show evidence of a quasi-static torsional shear failure at the hexlobes , extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.